Event description:
Report received from abbott international affiliate (abbott australia) of failure to alarm for air in line. The pump was not used in clinical service: the failure was found out of box. Though requested, no further information was received.